Event description:
It was reported that the vns patient's device showed high lead impedance during diagnostic testing. It is unknown which diagnostic test showed high lead impedance. There was also no known patient manipulation or trauma that may have caused or contributed to the reported event. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.